Event description:
It was reported that a leaking event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed paint chipping, scratches and stains underneath enclosure due to general wear and tear. Crack under enclosure next to elbow drain fitting. Worn and faded line cord and old-style printed circuit board. Pump is noisy. Customer?s reported issue was confirmed. Water leak confirmed at the tank cover bottom corner. The root cause of the reported issue was determined. The tank cover was cracked causing the device to leak. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI information is unknown. Date rec'd by MFR report source is unknown.